Event description:
The hosp reported that during the distal anastomosis, the surgeon cut the donut off to fit the shunt robotically through the arteriotomy. This surgeon performs all his cases robotically assisted. The shunt was lost in the heart. Staff x-rayed the pt and looked for the shunt for approximately 30 mins and could not find the shunt. There was no device malfunction reported during the procedure. There was no product malfunction and the surgeon admitted that it was user technique / error. The procedure was completed. In 2009, the pt was reported as doing fine.

Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.